Event description:
After performing a pt procedure and attempting to remove a pt from the table support, the "down" pedal of the multifunction footswitch became stuck and continued to move a few mm until the operator stepped on the pedal again which stopped the motion. There was no harm to a pt or operator as a result of this reported event. This issue is currently under investigation.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. Initial MDR mailed on (B)(4) 2013.